Event description:
It was reported that a pin hole was found on the catheter body at five millimeters from the tip. No patient complications were reported.

Manufacturer narrative:
The device has not been returned for evaluation.